Event description:
A journal article noted that during a hemodialysis treatment, the patient experienced a thrombocytopenic event using an optiflux dialyzer (type unknown). The patient's pre treatment platelet count was 218 and the post treatment platelet count was 45. Upon changing the dialyzer to the xenium gamma beam dialyzer, the patient's post treatment platelet count was 196.

Manufacturer narrative:
(B)(6).